Event description:
The tech alleged that the bed had no trendelenburg function. No pt impact.

Manufacturer narrative:
The tech replaced the emergency trendelenburg valve and th hi/low head valve to resolve the issue.